Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt said they were having issues with their controller recharging their ins. Pt said it would display recharging excellent with ins at 60% and within 10 minutes it displayed that the ins battery was at 100% when it usually takes 40 minutes to charge. Pt said they unplugged and started the charging session and sometimes it would work, sometimes it wouldn't pt said they had to pull the battery out to reset the controller and now the controller would not power on. Pt had tried different outlets, cleaning the contacts, and resetting the controller and that did not resolve their issue. Pt plugged the controller into the ac power supply without the li battery and the controller did not power on. Pt then tried aa batteries in the controller and the controller rem ained unresponsive. Pt inspected the ac power supply and the controller port; pt confirmed they both looked good. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the device, model # 97745, s/n (B)(6), revealed dead main programmer controller board (pcb). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.